Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, it was found that the device was broken off after inserting the device into the patient. No pieces were left inside the patient. There was no missing piece. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t94v3r. Investigation summary: the analysis results found that the 2h12lp device was received with one suture tie post broken. The suture tie post was returned inside a bag. No functional test was performed due the condition of the device. One possible cause for the damage found on the suture tie post may be excessive force applied after device is sutured down. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.